Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The zebd-7-10 was inserted endoscopically into the bile duct over a guidewire. During placement, the stent was noted to be torn. It was reported that no issue was observed when the stent was straightened using a positioning sleeve. The procedure was completed using another zebd-7-10 from inventory. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. - stored on a shelf of the endoscope room, room temperature, no light exposure. Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. - pancreas; bile duct. Was the wire guide lubricated prior to use? - yes. Was the wire guide inspected for damage prior to use? - yes. Was the device at the center of the complaint inspected for damage prior to use? - yes. Were previous procedures i.e., sphincterotomy etc. Carried out prior to placing the complaint device? - no. Did the patient involved exhibit altered anatomy or tortuous anatomy? - no. If not with the device in question, how was the procedure finished? - the procedure was completed using another zebd-7-10 from inventory. Had a sphincterotomy been performed prior to this occurrence? - no. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? - unknown. Does your medical facility have a service/maintenance schedule associated with its endoscopes? - yes. Was resistance encountered when advancing the wire guide to the target location? - no. Was the stricture dilated prior to placing the device? - no. Were any other defects observed on the device prior to return (other than the reported complaint issue? - no.